Event description:
Customer reported the image quality is poor and sys is displaying low ma and low kv errors. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the igbt and snubber boards. Sys operates as intended.